Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier: (B)(4) / packaged by: (B)(4) - manufacturing date: march 10, 2016. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) holding sleeves broke and three (3) other instruments bent during a transforaminal lumbar interbody fusion (tlif) procedure at levels l4-l5 on (B)(6) 2016. During this initial procedure, the surgery planned to implant four (4) 7.0mm polyaxial matrix screws, four (4) polyaxial heads, and two (2) 5.5mm rods. As the first screw was being inserted at l4, the holding sleeve reportedly popped off of the polyaxial head screw when it was about ¾ of the way in. The technician then noted that a small fragment was missing from the instrument. Additionally, it was also noted that the tips of the threaded persuader had bent, preventing the inter-portion from going over the screw and making insertion difficult. During insertion at this level, the technician also observed that one (1) of the matrix bone screws had a malformed thread at the head. Another screw was then chosen for implanting. The surgeon aimed to keep exposure as limited as possible due to the patient's large muscle mass, which, on its own, made pedicle screw placement challenging. Following the issue with the holding sleeve, the surgeon began to utilize a back-up instrument in order to place the next screw. However, the same issue occurred as the surgeon attempted to insert the right l5 screw. Since the second holding sleeve had also popped off the screw head, the surgeon had to finish the insertion with the use of a standard t25 screwdriver. At some point during its employment, the technician noted that the shaft was malformed. The surgeon discontinued its use and utilized a back-up driver to complete the case. Due to the intra-operative issues encountered, an additional five (5) minutes of operating time was required. X-ray images verified that no fragments were left in the patient. Post-operatively, the patient was said to be in stable condition. Concomitant device(s) reported: titanium matrix screw (part: 04.639.745 / lot: unknown / quantity: 2) and polyaxial head (part/lot: unknown / quantity: 2). *note: all reported parts were assessed for reportability. Based upon the information provided, only the two (2) broken devices were found to represent reportable incidents. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned devices were inspected and the complaint conditions were able to be confirmed in each instance. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeves (03.632.036) were examined and the complaint conditions were able to be confirmed in each instance. Lot 9937893 was found to have a broken distal threaded tip with a fragment missing (approximately 6mm x 3mm x 1.2mm ¿ calipers) and lot 9924233 was found to have a cracked and peeling distal thread (still intact). No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint conditions. A design change was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.